Manufacturer narrative:
Two cocr rods in a fully grown dwarf patient broke approximately 9 months post-operatively. The case was reportedly a kyphosis case with a large angle. The surgeon was unable to get significant correction. The rods reportedly broke at the inflection point. X-rays have been requested but have not yet been made available. A review of the manufacturing and inspection records was performed and no discrepancies were found. The parts have been sent to an independent laboratory for analysis. The evaluation is still underway.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. The mode of failure was unidirectional bending fatigue caused by physiological loading.

Event description:
Two mesa small stature rods fractured approximately 9 months post-operatively. The patient was revised.